Event description:
The patient experienced a loss of therapeutic effect and no stimulation sensation. The therapy had diminished since he started physical therapy. At one point it was noted that the patient felt pocket stimulation. Impedances involving electrodes 8, 9, 10, 12, and 13 were all greater than 10,000 ohms. Reprogramming was not successful. Other interventions and outcome were unknown. Further information is being requested at this time.

Manufacturer narrative:
Lead: model 39565, serial# (B)(4), implanted: 2009 (B)(6). Extension: model 37081-40, serial# (B)(4), implanted: 2009 (B)(6). Extension: model 37081-40, serial# (B)(4), implanted: 2009 (B)(6). Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).